Manufacturer narrative:
Siderail outer spring.

Event description:
It was reported by service report that the left siderail will not lock in the up position. No patient involvement or adverse consequences are reported.